Manufacturer narrative:
Date of event: the medwatch report does not specify the exact event date on (B)(6) 2018. The date of event was approximated to (B)(6) 2018. User facility reference number: (B)(4). The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 22, 2018 that a laser fiber was used during a cystoscopy and laser ablation of enlarged prostate. Procedure in the prostate performed on (B)(6) 2018. According to the complainant, during the procedure, the tip of the fiber detached inside the patient and was successfully removed by the physician. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.